Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/14/2011. One actual sample was received for evaluation. A visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. The sample was then submitted for an underwater leak test and a leak was observed at the junction of the tubing and the male luer. The reported condition was confirmed. Although the reported condition was determined to be due to the incorrect assembly of the tubing, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a clearlink system continu-flo set in which a leak occurred. According to the report, the nurse began an infusion of lactated ringers on the patient before surgery and a leak started just above the luer lock connection. After further inspection, a kink was noticed in the tubing that created a small hole in which the leak was coming from. The condition occurred during infusion on a patient. This is report 1 of 3 of the same reported problem from this facility. No additional information is available.